Event description:
It was reported during remote follow up that the right atrial lead displayed undersensing and over-sensing. The product will continue to be monitored. There were no patient consequences.